Event description:
The patient is a 45-year-old woman (g2p0) with a history of gastric sleeve surgery (2019) and prior d&c who presented with several months of heavier menstrual bleeding and pelvic cramping. Previous imaging confirmed a uterine fibroid. On (B)(6) 2026, she underwent operative hysteroscopy with excision of a submucous fibroid and d&c (dilation & curettage). Pre-anesthesia evaluation was unremarkable: no cardiopulmonary symptoms, mallampati ii airway, bmi 29, normal cardiac and pulmonary exams, and normal bmp/cbc from (B)(6) 2026. She denies tobacco, alcohol, or substance use, has no known allergies, and takes only vitamin d3. Stop-bang score is 0. She is classified as asa ii, and the plan was general anesthesia with recovery in pacu (post-anesthesia care unit); no risk alerts were identified. Anesthesia plan and risks were discussed with the patient. On the day of surgery, the patient entered the or (operating room) at 11:38. A pre incision time out was completed at 12:04, and the procedure began at 12:05. At 12:36, during the procedure, the surgeon picked up a resectoscope and the monopolar bovie cord made a popping sound, glowed orange, and detached from the device. The fire alarm was immediately activated, and all equipment was unplugged. A new bovie machine was obtained, and the procedure continued using bipolar. The surgery concluded at 13:38, followed by sign out and debriefing. The patient exited the operating room at 13:53. Postoperatively, the patient remained stable in the pacu with normal vital signs and an aldrete score of 10. She was awake, breathing independently, hemodynamically stable, and reported no nausea or anesthesia-related complications. Airway patency, hydration status, and pain control were satisfactory. She was cleared for discharge home at 14:40.